Event description:
Event description cpi received information that during elective generator replacement, a review of therapy history indicated a open lead fault code associated with this large patch lead. Further interrogation revealed a shocking impedance measurement of >164 ohms, and inspection revealed fracture. This lead, along with another large patch lead were removed from service. The rate sense terminal of the preexisting endotak lead was already in use with the patch leads and the physician elected to uncap the shocking terminal and connect to the new device.